Event description:
A nurse manager reported to baxter healthcare corporate product surveillance an unknown quantity of clearlink buretrol solution sets in which air in the line was detected during infusion with a baxter flo-gard (B)(4) infusion pump. The customer did not observe any difficulty during priming. The customer noted that when the volume to be infused was greater than the volume in the tubing; that "8 inches of air" was pulled into the tubing by the pump. The customer reported that the attending staff back flushed the line to remove the air and that no air reached a patient. There was patient involvement, however, no injury is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted.